Manufacturer narrative:
Product ID 97745, serial# (B)(6), product type programmer, patient. Product ID 97755, serial# unknown, product type recharger was sent for analysis and found broken stim button bosses and broken/damaged pins on rtm connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Previous analysis results reported were for the controller, product ID 97745, serial# (B)(6) product type programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: patient product ID 97755 lot# serial# unknown implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated the patient was having a real hard time charging the implanted neurostimulator, starting 4-5 days ago. Caller said sometimes they could get quality to go to a good charge, but then the implant would take a long time to charge and will lose connection, and very rarely could they get an excellent charge. Caller also said the controller battery would deplete faster when trying to charge. Caller said the recharger would get warm, but not hot. Caller inspected recharger and controller port, but did not see any damage. Caller reset controller, and after reset said they saw memory problem. Caller then mentioned they had reset controller repeatedly before calling, as rep told them to do if ever needed, and they saw memory problem after each reset. An email was sent to the repair department to replace the controller.